Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unresponsive. The customer's blood glucose (bg) level was 140 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device was returned to tandem >45 days from awareness date. Investigation is not required per wiq-0018322. The information will be used for tracking and trending purposes.